Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung resection, on the resection of the lung tissue, the stapler was not able to fire, the surgeon was able to press the green button, but unable to squeeze the handle. Another device was opened and used to complete the case. There was no patient injury.